Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that his receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed hardware error, hwbat12c, and firmware error, err214. The customer complaint was confirmed. The root cause was determined to be a battery failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.